Manufacturer narrative:
The attachment was received at the MFR for service and eval. During the investigation, a condition of the device overheating was found and then reported. Based on the investigation details, a possible cause was problems with a bad bearing. Service repaired and returned the device to the customer.

Event description:
The attachment was returned to the MFR for service, and during the initial investigation, the device heated up while being tested. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.